Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse verified that the pause functions and sample carousel were working properly. The dimension exl with lm operator's guide states: "do not load samples/segments into the sample area if the instrument is initializing, the moving wheel light is lit, or if the message "moving wheel..." Is in the photometric sampler status box." Additionally, the operator's guide provides a warning stating "warning: do not place your hands in the sample wheel area while the instrument is initializing or processing. You could injure yourself or damage the instrument." The cause of the operator cutting her finger was due to user error. The instrument is performing within specifications. No further evaluation of device is required.

Event description:
On february 3, 2017, the customer informed a siemens customer service engineer that the operator of a dimension exl with lm instrument had cut her finger while operating the instrument. The customer confirmed the event had occurred on (B)(6) 2016. The operator had dropped a tube in the sampler wheel area and it broke. While the instrument was processing, the operator reached into the wheel area without pausing the sampler. The operator's finger was pinched and then cut with the broken tube piece. The operator received stitches in the emergency room.